Manufacturer narrative:
Device malfunction is suspected but did not cause or contribute to a serious injury or death.

Event description:
Initial reporter indicated that they had a vns pt that had a system diagnostics test that resulted in high lead impedance indicating a possible lead malfunction. Surgery date pending for the pt. MFR reviewed x-rays and no lead discontinuities noted on visualized portions of the lead.